Event description:
It was reported that the device was explanted after an implant duration of approximately 33.8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. The device was implanted to correct mitral regurgitation in 2010. CABG was also performed. After weaning the heart-lung machine, leakage from the central area of the valve was observed on the echo. It seemed to be about level ii regurgitation. After the extracorporeal circulation was re-started, regurgitation from the center of the valve was still obvious at the leakage test with saline. Device was explanted and mechanical valve was implanted as a replacement. Customer commented that it did not seem to be a sizing issue. Customer has requested for the leakage test.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.